Event description:
New information received indicates that a lead fracture was noted.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned for analysis. Visual examination found an external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can. The cause of the reported event was due to the exposure of the coil in the abrasion zone. Electrical testing was normal.

Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited noise. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.